Manufacturer narrative:
Initial reporter addr 1: (B)(6). Initial reporter zip: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe was unable to inject insulin. The following information was provided by the initial reporter: the syringe does not look the same as the one he has difficulty in administering during use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8253871. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.

Event description:
It was reported that the bd micro-fine¿+ insulin syringe was unable to inject insulin. The following information was provided by the initial reporter: the syringe does not look the same as the one he has difficulty in administering during use.